Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pinhole leak in the balloon identified during analysis is the probable cause of the reported allegations hole/perforation and fluid leak. Technical analysis: the pump, and balloon was returned for analysis to our post market quality assurance laboratory. Visual examination identified a pinhole leak in the balloon sphere consistent with tool damage. The balloon was not functionally tested as visual inspection confirmed the reported event. The pump was visually examined, microscopically examined and functionally tested, no malfunctions were identified. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male us, bsc. Additionally, the reported events do not contain an allegation against the labeling. Urinary incontinence (positional/recurrent) is included as a potential adverse event in the product labeling. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a hole in the balloon causing fluid loss resulting in recurring incontinence. The existing aus was explanted and replaced with a new aus cuff, pump, and balloon. The patient fully recovered following the procedure.

Manufacturer narrative:
The complaint device has been returned and is currently pending initiation of product analysis. A supplemental report will be submitted upon completion of analysis.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a hole in the balloon causing fluid loss resulting in recurring incontinence. The existing aus was explanted and replaced with a new aus cuff, pump, and balloon. The patient fully recovered following the procedure.